Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. It was also reported that the patient did not use a minicap on their transfer set after disconnecting. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. It instructs the user to cap off the transfer set with a minicap following disconnection. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted. Same event/patient as (B)(4).

Event description:
It was reported that there was a connection issue with a patient line of a cassette during peritoneal dialysis therapy. This occurred during drain six of six. The patient line became disconnected from the transfer set while the patient was sleeping. After the disconnection, the patient closed the transfer set but did not put a minicap on the end of their transfer set. The technical service representative assisted the patient in ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 1 of 2 for this event.